Manufacturer narrative:
Other applicable components are: product ID: neu_unknown_lead, product type: lead.

Event description:
A patient reported that during her trial, she was told the wire broke and she experienced a return of symptoms. This occurred in (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.